Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vison valve was chosen for implant using a small flexnav delivery system. The patient had sinus rhythm pre procedurally. The patient went into heart block during pre dilation with a 20mm balloon. The valve was successfully implanted at a depth of 3mm. The patient was stable post implant but the temporary pacemaker wire was left in and patient was to be monitored for permanent pacemaker implant need. On (B)(6) 2025, it was reported that the patient died from a pacemaker wire perforation due to ongoing bleeding. The patient death was due to complication related to pacemaker implantation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of heart block and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported death was due to heart block, and cause of heart block could not be conclusively determined. The reported perforation and hemorrhage may have been caused due to procedural complications. The reported unexpected medical intervention was under case-specific circumstances as during the procedure temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: there is no indication that navitor device malfunction contributed to the patient¿s death.